Manufacturer narrative:
This report is provided to correct the information and the event type noted of our original medwatch form.

Event description:
It was reported via phone call, that the customer received a motor error alarm. It was also mentioned that the customer had an unknown adverse event. Customer's blood glucose level at the time 123 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the motor error alarm made him feel nervous and weak. No serious injury or hospitalization occurred.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.